Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals are both intact, and the device appears to be in good physical condition. The service history review identified this device has not been in for service previously. The device?s event history log was reviewed for evidence of the reported event, and battery communication timeout was found. To conduct functional testing, the device was powered up. Upon power up, battery communication timeout was unable to be duplicated, while the battery was at 97 percent and all the values were in spec. The most probable cause is the battery intermittently does not operate properly due to normal wear, it's 3 years old. To address the issue, the battery was replaced as a preventative measure, and the device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a battery communication timeout alarm. No adverse patient effects were reported by the customer.